Event description:
It was further reported that lesion 2 was located in the 2nd om instead of the 1st om initially indicated. The 50% diffused in-stent stenosis located in the distal lad was treated with predilation and deployment of a 2.5x28mm non-bsc drug eluting stent which was overlapped with another 2.5x23mm non-bsc drug eluting stent. These overlapping stents were previously reported as promus stents, however they were other non-bsc stents. The lesion located in the mid lad was treated with the placement of a 3.0x15mm non-bsc drug eluting stent. Post stent placement use of the intravascular intervention (ivus) revealed no complications. Post procedure residual stenosis was 0%.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that lesion 2 was located in the 2nd om instead of the 1st om initially indicated. The 50% diffused in-stent stenosis located in the distal lad was treated with predilation and deployment of a 2.5x28mm non-bsc drug eluting stent which was overlapped with another 2.5x23mm non-bsc drug eluting stent. These overlapping stents were previously reported as promus stents, however they were other non-bsc stents. The lesion located in the mid lad was treated with the placement of a 3.0x15mm non-bsc drug eluting stent. Post stent placement use of the intravascular intervention (ivus) revealed no complications. Post procedure residual stenosis was 0%.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011, the patient presented with complaints of chest ache and burning which had started 1-2 weeks prior. The 60% in-stent restenosis noted in the mid lad was rather in the distal lad as previously reported. Adjudication results indicates that the 2.25x16mm and 3.0x12mm taxus liberte stents noted in (B)(6) 2011, are related to the event of target vessel revascularization.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Correction : describe event or problem - lesion 2 was located in the 2nd om instead of the 1st om initially indicated. Overlapping stents were other non-bsc stents not promus stents as initially indicated. (B)(4).

Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. Lesion 1 was located in the distal left anterior descending (lad). The lesion was 70% stenosed, 2.5mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the 1st obtuse marginal (om). The lesion was 95% stenosed, 2.25mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was located in the bifurcated left atrioventricular (l-av). The lesion was 80% stenosed, 3.3mm in diameter and 8mm long. The lesion was predilated with placement of a 3.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient experienced chest pain. Angiography revealed diffuse mid-distal disease including a 60% in-stent restenosis in the mid lad. One day later, the patient was treated with placement of an unknown drug eluting stent. Post stent placement use of intravascular ultrasound (ivus) revealed stent under-expansion of two (2) overlapping promus stents which was treated with additional balloon inflations. Residual stenosis was 0%. The event was resolved without residual effects and the patient was discharged on aspirin and clopidogrel.